Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl). Reportedly, their health care provider attributed the low bg level to the pump basal settings. Insulin delivery was suspended and the basal rate settings adjusted by their health care provider. Reportedly, customer has not experienced low bg levels since pump settings were adjusted.